Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip kinked and the polymer tip detached, the damaged section was located approximately at 298.8 cm from the proximal end; the polymer section dectahed was returned together with the device. No more damages were found in the device. The overall length and outside diameter (od) of the distal tip inspection could not be performed due to device condition (polymer tip detached). The od of the middle and proximal section of the device are within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right posterior tibial artery. A 300cm straight tip v-14 control guide wire was advanced; however, the tip of the wire was detached inside the patient. The detached fragment was snared and removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the right posterior tibial artery. A 300cm straight tip v-14 control guide wire was advanced; however, the tip of the wire was detached inside the patient. The detached fragment was snared and removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.